Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Manufacturer contacted customer on 1/25/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose results. The expected fasting blood glucose test result range is 80-300mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose. The product is not stored by customer according to specification in the kitchen. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly). Result 1 :161mg/dl date:(B)(6) 2018 time:09:14am fasting, result 2 :194mg/dl date: (B)(6) 2018 time:12:42am fasting, result 3 :himg/dl date:(B)(6) 2018 time:12:26pm fasting, result 4 :260mg/dl date:(B)(6) 2018 time:10:47pm fasting, result 5 :84mg/dl date:(B)(6) 2018 time:02:26pm fasting. Customer called to complain about erratic readings on her meter. When going through this meter, however, it was found that the customer got an hi in the past. Customer was unaware of what this meant and did not call us. Customer states that her blood sugar reads anywhere from 80-300mg/dl fasting in the morning and customer states that she does not have a fixed glucose range. Customer had expired control solution. Customer has been using the test strips for 5 days and are stored incorrectly in the kitchen.